Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: that the valve seal and doors appeared intact. The dissector balloon had a hole. The insufflation bulb was not received. The obturator was received. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken balloon may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the balloon blew up to a certain point but then wouldn¿t inflate any further. It also did not hold the already pumped in volume and kept deflating. The port was replaced with a new one to complete the case. There was no reported patient injury.